Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging the whole casing to her onetouch ultralink meter was cracked/broken. It was documented that the patient's dog chewed up the subject meter. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged issue began. As part of her diabetes regimen, the patient claimed she is on an insulin pump. The patient stated she did not take any action regarding her diabetes regimen at the time the alleged issue began. The patient reported feeling sweaty, drunk, and dizzy 12 hours after the alleged issue began. In spite of her symptoms, the patient stated she did not seek any medical treatment. At the time of troubleshooting, the cca determined the patient was not a first time user of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.